Manufacturer narrative:
Conclusion: the device has returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 catheter. During the procedure, the catheter became kinked when being placed. The physician used a cook shuttle 5f diagnostic through the neuron max to select the vessels off the arch. After placing the catheter, it was realized that the neuron max was kinked when the navian catheter would not go past the kink in the arch. The entire catheter was removed. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the neuron max 088 long sheath is fractured approximately 15.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron max 088 long sheath kinked in the arch while being placed. Evaluation of the returned device did not confirm a kink but a complete fracture in the catheter shaft approximately 15.0 cm from the distal tip. Based on the description of the event and the observations made during the device investigation, it appears that the neuron max 088 long sheath kinked due to the anatomy of the aortic arch and fractured at the location of the kink when it was pulled from the patient. These devices are 100% visually inspected during packaging.